Event description:
Pt advised needs nebulizer due to one she have stopped working. No further details provided. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Diagnosis for use: chronic obstructive pulmonary disease.